Manufacturer narrative:
The device passed self test and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 120 mg/dl. The customer stated that troubleshooting was performed for the pump error alarm and they were able to clear the alarm and complete the rewind. The customer states that the self test was performed and it did not pass. The device will be returned for the analysis.